Manufacturer narrative:
Device available for eval? Updated from "yes" to "no".

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted, the arterial pressure waveform was not displayed. The iab was removed and replaced with a new one. It was later reported that during therapy with the second iab, the console generated an auto-fill failure alarm. However, the console was re-booted and therapy was continued using the second iab. There was no patient harm or adverse event reported. This report is for the second iab used. A separate report will be submitted for the first iab.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).